Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported a speaker malfunction inop on an mx800 pt monitor. The customer ordered a new speaker. No pt harm was reported.